Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 16 april 2025 and 17 april 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no liquid flow. The issue was noticed prior to patient use. The device was filled with 50ml fluorouracil (5-fu) and 7.5 ml glucose having a final volume of 57.5 ml. There was no patient involvement. No additional information is available.